Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation and correct event problem codes and evaluation codes as olympus medical systems corp. Acquired the photos and the error records of the subject device for evaluation. The evaluation confirmed that the tip of the grasping surface was worn out, and the probe turned black. Two error records were confirmed. One of two is overload on probe and the other is output timeout. The manufacturing history of the subject device was reviewed, with no irregularities noted. As the result of similar phenomenon's evaluation, it is supposed that the probe becomes hot due to extended ultrasonic output, and the grasping section contacting the probe became hot. After that the grasping surface remaining hot touched the patient's skin. The instruction of the subject device indicates below. The probe becomes hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue, as it may burn the tissue. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted in the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received at a later time, this report will be supplemented.

Event description:
The subject device was used during a procedure of a subtotal thyroidectomy. The user activated not a high-frequency but an ultrasonic output during this procedure. When the user tried to find a recurrent laryngeal nerve, the grasping surface of the subject device which generated heat to 40-50 degrees celsius touched the patient's skin that made an incision. As this result, the patient got burned lightly. The procedure was completed with the subject device. The patient was hospitalized for the next six days.